Event description:
During routine testing of the device the service center, the user reported part of the screen indicator disappeared on the roller pump display. No other details regarding the nature of the event were provided. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.